Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed, however, the physician elected to continue to monitor. There were no patient consequences.